Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, arrhythmia alarms, "adjust belt" messages) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG c and ECG d were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving arrhythmia alarms and "adjust belt" messages.